Event description:
Pt brought to or 9/25/96 for revision total knee. Post-op it was discovered that the femoral component originally implanted (date unk) had failed and split. Surgeon nor pt can recall if pt had fallen prior to or admission.

Manufacturer narrative:
Conclusion statement: an eval by dow corning personnel has determined that this specific event can be attributed to a multitude of variables independent of the component.